Event description:
General report received of leakage of leakage of blood and contrast material from a male adapter plugs. The customer reported an unspecified number of leaks occuring while using male adapter plugs as prn adapter's for IV catheters. The leaks occured while using a power injector to administer contrast material to patients in radiology. There were no reported adverse patient effects. Though requested, no additional information was provided.